Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to cloudy peritoneal effluent fluid and was diagnosed with peritonitis. During follow-up, the pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s = 1975 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotic regimen continued. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2026 in stable condition. The patient continued to undergo ccpd therapy while hospitalized and resumed utilizing the same liberty select cycler at home without any reported issues. The pdrn attributed causality to a touch contamination event involving the patient dismantling parts of his pd catheter (not a (B)(6) product), however the rationale for the dismantling is unknown. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The pdrn also confirmed the patient was diagnosed with respiratory syncytial virus (rsv) while hospitalized. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".